Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following issues were identified during the device evaluation: (a.) The flexibility adjustment ring has a scratch. (B.) The grip has a scratch. (C.) The air/water-cylinder has discoloration. (D.) The scope cylinder has a scratch. (E.) Switch box has a scratch. (F.) The right left knob has a scratch. (G.) The jejunum tube has defects. (H.) The distal end cover has a scratch. (I.) The nozzle is deformed. (J.) The objective lens has a scratch. (K.) The light guide lens has a scratch. (L.) The adhesive on the bending section of the distal end is dirty. (M.) The connecting tube has a cut. (N.) The mount case unit is damaged. (O.) The light guide connector has a scratch. (P.) The label on the light guide connector is damaged. (Q.) The universal cord has coat peeling. (R.) Video cable has coating peeling. (S.) And the video connector case has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported, ¿the unit no longer runs through the reprocessing (wassenburg: error message pressure too high channel yellow / white), but manual rinsing works (perhaps with a little more pressure as with the other units). The problem occurred from time to time in the last few weeks. But when the reprocessing was restarted, the unit ran through. Currently, today it does not work. We have tried both chambers. The other units work. We had the wassenburg serviced 2 weeks ago". There was no report of patient or user injury due to the event. The subject device [colonovideoscope] was received at an olympus service center for evaluation. During inspection and testing, an unknown foreign material was found in the jet tube (j-tube), around the adhesive on the bending cover (a-rubber), and in cuts in the insertion tube (connecting tube). This report is being submitted for the presence of foreign material found during the device evaluation.